Event description:
Reporter alleged blood glucose measured 40 mg/dl back to back with a result of 80 mg/dl when testing was performed 10 mins apart. Customer stated having no glucose symptoms at the time of the comparison. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.